Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received a minimum fill notification after filling the cartridge with 130 units. The customer added more insulin and the load process was completed. Insulin delivery was resumed. The customer's blood glucose level was 177 mg/dl.